Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced per the surgeon comment but no product information was provided. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. Surgeon comments: "compound segmental fracture tibia fibula grade 3b gustillo was debrided extensively and sign nail and fibula nailing was done the wound took a long time to heal and later skin grafting was also done but the fracture did not unite and exchange nailing with bone grafting was done and later dynamisation"